Event description:
Customer advised reported: bed is stuck in 3/4 position and cannot be moved. Tech found that the bed was stuck in the highest position and also found that the CPR was inoperable.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR arjohuntleigh (B)(4). The device was inspected at the user's facility by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR who confirmed that ball had come adrift from the CPR cable. Whilst the bed did not have any electrical functions due to an electric fault in one of handsets and is an inconvenience to the customer. The reason for raising the MDR is the mechanical failure of the emergency CPR release. The enterprise 5000, 8000 & 9000 range of beds use the same bowden cable for the mechanical CPR which has been dual sourced since 2008, after receiving the complaint we were able to identify supplier 'b' of these particular CPR cables and as a precautionary measure use of the cables from this supplier were suspended pending further investigation. (B)(4). Further investigation and re-testing of the bowden cables from both suppliers has been undertaken and whilst both of the suppliers CPR cables passed the tensile tests requirements for security of the ball and eyelet attachments it was noted that supplier 'b' CPR cables had significantly lower results on the security of the eyelet than supplier 'a'. As a consequence of this supplier 'b' has been removed from our approved supplier list due to the critical performance criteria of the cables. We have continued to monitor for any further incidents of this nature and we haven't seen any new failures. Therefore as this incident appears to be isolated issue we do not propose any further action at this time other than those already taken. We shall still continue to monitor for any further incidents of this nature and will of course inform you if these should arise, but would ask you to consider the incident closed.